Event description:
The hosp biomed called in, and reported that while the ventilator was connected to a pt, a nurse noticed that it stopped and went into standby mode. A respiratory therapist was called, and the pt was bagged. There was no pt injury caused. The ventilator was removed from service, and taken to biomed shop for further investigation/repair.